Event description:
Patient was admitted to the hospital for transfusion based on a low hemoglobin result. A hemoglobin result of 8.5 g/dl was obtained in 2004 using a cell-dyn 4000 hematology analyzer. A sample drawn at the hospital 5 days later yielded a hemoglobin result of 13.1 g/dl. No transfusion was given to the patient. History revealed that about 2 months earlier the patient had a hemoglobin level of 14.1 g/dl. No further impact to patient management was reported.